Event description:
The reason for revision was pain and impingement of the anterior hip capsule soft tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.